Manufacturer narrative:
H10 device evaluation: foreign material from consumer's sample photo was identified as a piece of cellophane used to protect tampon upon assembly. The consumer's reported event was due to manufacturing.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. The final investigation is pending completion.

Event description:
Consumer reported that after removing a tampon there was a semi-hard, clear piece of plastic strip about the size of a quarter that had remained inside her vaginal cavity. Consumer alleged the piece of plastic cut her vaginal cavity when she manually removed the piece. She experienced a burning and stinging discomfort from the cut. At that time she did not seek medical attention. The burning and stinging pain continued so she visited her family doctor. Her doctor performed a pelvic exam and diagnostic tests for infection. The doctor stated the area was very irritated but the cut was not severe. Diagnostic testing confirmed bacterial infection and she was prescribed unspecified antibiotics.